Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1994 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2011 and alyte ¿ advantage fit system was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to complete pelvic relaxation. It was reported that following insertion the patient experienced pain, urinary problems and pessary. The patient underwent mesh explanation/revision on (B)(6) 2011 concurrently with lap lysis of adhesion, lap sacral colpopexy, no tension sling, cystoscopy and posterior colporrhaphy due to recurrent vaginal vault prolapse, cystocele, enterocele, rectocele, stress urinary incontinence, adhesive disease, and uretrovesical junction hypermobility. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence. No additional information was provided.